Manufacturer narrative:
On (B)(6) 2024 during a complaint investigation follow-up call, the clinician who performed the root canal procedure confirmed that the patient (male) had developed a rash throughout their body and that medical intervention in the form of a steroid was provided to help remedy the rash. According to the clinician the patient was doing fine the day following the procedure ((B)(6) 2024) aside from sinus drainage, the clinician prescribed medication for this sinus drainage. The following day ((B)(6) 2024) the patient reported that they had a rash all throughout their body except for their face. No known allergies were reported and the patient was not on any medication at the time of the procedure. Several instruments and chemicals where used in the treatment, neosealer flo being one. While these other chemicals may have caused the rash, neosealer flo could not be entirely dismissed as allergic responses to many dental materials are possible. While no impairment to the function or permanent damage of the body occurred, the manufacturer (nusmile) has chosen to take a proactive response to this case and report in compliance with 21 cfr part 803.

Event description:
Doctor contacted nusmile to report a patient had developed a rash after a root canal procedure was performed. Neosealer flo was used as a root canal sealer in the course of treatment. Neosealer flo was not confirmed to be the cause of the reaction as multiple dental products and instruments were used to treat the patient in this procedure.